Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-mar-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 10mg/ml at 1.17mg/day and bupivacaine 10mg/ml at 1.17mg/day. It was reported that a loss of therapy and volume discrepancies occurred. In regards to environmental, external, or patient factors that may have led or contributed to the issue, the patient was flipping the pump. An unsuccessful dye study occurred and the patient was sent to get the catheter replaced. A partial catheter explant occurred on (B)(6) 2025. The pump segment was cut and a new one was added. The pump was also replaced and was moved to the back. The patient had flipped the pump, so it was twisted and ripped off. At the time of this report, the issue was resolved. Additional information received on 2025-07-28 indicated that the dose had been decreased prior to the pump replacement due to the issues with the pump flipping.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, as of (B)(6) 2025, the healthcare provider (hcp) believed that the catheter was either kinked or clogged. At the patient's previous refill, the hcp got back over 20ml more than what they were supposed to. A couple weeks later, they decreased her daily rate by 50%, from 4.66 to 2.33mg/day and she did not have any withdrawal symptoms whatsoever, leading them to the conclusion that she was not getting any of the medicine in her pump. As of (B)(6) 2025, the patient's pump was programmed with dilaudid and bupivacaine at 2.33mg/day. The patient also had a personal therapy manager (ptm). A pump and catheter replacement were planned for (B)(6) 2025. The doctor planned to start the patient's post-surgery dose at 1.17mg/day and did not want to start the ptm. The pump catheter revision and pump replacement was done on (B)(6) 2025 at 7:30am. The catheter was revised and aspirated and a full system was primed. On the day of surgery, the dose was decreased to 1.17mg/day of dilaudid. The doctor did not want to start the personal therapy manager (ptm). The patient was observed in the hospital for 24 hours, did not have any symptoms, and discharged on (B)(6) 2025. Additional information received on 2025-08-27 indicated that the patient had an implanted 8780 catheter, which was revised with an 8781 catheter. The 8780 catheter was 86.3cm and 56cm was cut off at the time of the revision, leaving a total length of 30.3cm. A new 8781 pump segment was spliced in, and the patient's pump was moved to their back. As a result, the catheter was very short. The spliced in pump segment of the 8781 catheter was cut off to a total length of 20.7cm. The total catheter length was 51cm. The catheter was then aspirated for 1.5ml of fluid and a full system prime was done. The bolus delivered was 0.252ml. The calculation was based on 0.14ml as the internal pump volume and an additional 0.112ml of the total catheter length. As of the morning of discharge, the patient was up and walking normally. Subsequent to that, the patient had texted their infusion nurse to report that everything was fine and that the patient would reach out to them as necessary, as their dose had been decreased substantially with respect to their prior dosing. At the time of discharge, the physician was "completely fine" with the patient's state. The patient was not c omplaining of any pain pre-operatively and that their dose to be delivered following revision was dropped accordingly. The patient was also reported to have received a prescription of oral medications from a physician unrelated to the surgery, which was picked up at the pharmacy on their way home from the procedure. It was not clear what, if any, medications were taken.